Event description:
It was initially reported to bsc/target that during the procedure the 9th coil (gdc-10 stretch resistant guglielmi detachable coil) got no detachment signal when the physician tried to detach it for 288 seconds and 270 secs with the electricity turned on, however, the coil get detached on retrieval. While the physician forwarded the 10th coil (gdc-10 stretched resistant guglielmi detachable coil) through the micro-catheter (prowler-14), the 10th coil got entangled with the 9th coil in the micro-catheter. At last he had to remove both coils out of body with the micro-catheter. There was no reported injury on the pt. In 2001, this complaint became an MDR when the analysis of the devices revealed a condition not previously identified, which was the unexpected detachment of the 9th coil (gdc-10 stretched resistant guglielmi detachable coil) at the distal section of the prowler-14 catheter.